Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Data log analysis was performed and failed. Performance data was reviewed. A pairing issue was found within the investigation window. The allegation was confirmed due to the finding of a transmitter failure within the investigation window. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. A pairing failure was found within the investigation window. The allegation was confirmed due to the finding of a transmitter failure within the investigation window. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.